Event description:
It was reported there was a return of symptoms. It was noted the patient was adjusted every 4 months. Patient was on 2.8 volts on program 2. Patient started bedwetting two nights prior to report. This was a new symptom, the patient had never wet the bed before, even prior to implant. Program was changed to 3 and was at 1.7 volts. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot # v513008, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).